Manufacturer narrative:
(B)(4). Cartridge. The analysis showed that the device was received in good visual condition and with a reload present. The reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is design to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The event could not be confirmed as no malformed staples were noted during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a vats lobectomy procedure the device was fired with a white cartridge at the first firing. After the device was removed from the tissue there was a little bleeding at the staple line. The surgeon checked the staple line and there were malformed staples. Sutures were used to stop the bleeding. There was no transfusion needed. The case was completed with no patient consequence.